Event description:
It was reported that images acquired for 2 patients were flipped after scanning with the openspeed 0.7t mr system. When reviewing the images, the customer site noticed the incorrect orientation on the image for each patient. There was no misdiagnosis or mistreatment occurred as a result of this incident.

Manufacturer narrative:
Investigation of the event revealed that a field engineer (fe) was at the site the day before to perform service work on the mr system. When the fe was dispatched to the site following receipt of the flipped images, it was found that the x gradient cables had been swapped. Furthermore, the fe noticed that the cables were incorrectly labeled. The cable labels described in this report are installed onsite per the installation manuals. In addition, following any field service activity involving gradient cables, the fe is required to run a geometry check, which would have identified the misconnection. Based on the investigation results, engineering concluded that the cause of the event was a failure to follow the installation procedures.